Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "[patient] intubated at northern beaches hospital & transferred to (B)(6) hospital cicu. In cicu there was difficulty oxygenating the patient. Decision made to reintubate patient. When ett was removed a visible kink in tube obstructing the airway". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Section h.1.-type of reportable event changed to 'serious injury' based on additional information received. Additional information received 10jul2024 indicates "the patient did have desaturations and needed increased fio2 and increasing ventilator pressures as tidal volumes were decreasing progressively. Adding inability to pass a suction catheter, even small suction catheters, through the ett. Prompting the examination and finding the kinked ett which after tube exchange ventilator settings improved." Additional information was requested regarding current condition of patient; however, nothing was received at the time of this report. The actual device was not returned; however, the customer provided a photo for evaluation. Based on review of the photo, the complaint was confirmed. Without the actual device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[patient] intubated at northern beaches hospital & transferred to sydney childrens hospital cicu. In cicu there was difficulty oxygenating the patient. Decision made to reintubate patient. When ett was removed a visible kink in tube obstructing the airway".